Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported his insulin pump is not turning on. He was switching out the battery. The call was then disconnected. Customer was called back and he was reached, but the call was disconnected again. No other details were provided. Nothing further reported.